Event description:
It was reported that at routine changeout, high impedance was found. Lead issue suspected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.